Manufacturer narrative:
There was no request for servicing. The manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. Based on the information provided for this investigation, no issues were observed via the surgery images/videos. Thus, it is unlikely that the system contributed to the customer reported event. However, the root cause of the reported event is unable to be determined conclusively. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported multiple patients experienced an unexpected outcome. The patients had perfectly looking corneas and well centered intraocular lens (iol). The physician thinks something is wrong with either the biometer or intra aberrometer measurements. There are two related reports; one for each of the two aberrometer devices that were reported. This report addresses the first of the two aberrometer devices.